Event description:
It was reported the mitral valve was explanted due to thrombus and was replaced with a larger 31 mm bioprosthesis. The patient's chest was left opened and was closed in 2007. The patient expired postoperatively and the date and cause of death are unknown. Six months later, the patient had undergone dvr, ablation for arterial fibrillation, and it was recommended by hematology consult that she take long-term anticoagulation due to a history of clotting. Additional information will be requested.